Event description:
A nurse reported that a system message displayed thereby locking the system, when the doctor changed to the vitrectomy screen during a procedure. The procedure was aborted and postponed. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).